Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation: DHR review was performed on the following lot number: 5173560 ¿ the lot was built on (B)(4), from june 25, 2015 thru june 29, 2015. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification s-au8 in accordance with the set ¿up and in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. The lot was packaged on packaging (B)(4), from july 15, 2015 thru july 17, 2015. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification s-au8 in accordance with the set ¿up and in-process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Reason: the peura is required for all MDR reportable investigations. Findings: rm5835 rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis. Observations and testing: received one unused iag 24ga unit in a sealed package from the lot number 5173560. Visual/microscopic examination: observed there was a hair, which was approximately 1 inch in length, near the safety barrel inside of the sealed package. Investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation displaced a strand of hair in the sealed package. Conclusions: the defect of foreign matter, as stated in the subject of the pir was confirmed with the observed piece of hair in the sealed package. The foreign matter (hair) was introduced during the assembly or packaging process. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experience was confirmed based on the evaluation that was performed on the returned unit. Root cause: relationship of device to the reported incident: manufacturing assembly/packaging process comment: potential causes include violations of the gmps including qs3-0035, which defines the bd gowning policy. (B)(4).

Event description:
It was reported that a hair was found inside a bd insyte¿ autoguard¿ 24g x 0.75 in (0.7 x 19 mm). Injury and medical intervention are unknown.